Event description:
It was reported that customer experienced cgm error 42 and that cgm option was unavailable on pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error did not reappear, and was advised to disconnect cgm from dexcom app and pair it back to pump first, with no further issues reported.